Event description:
It was reported that high impedance, low sensing and high capture threshold were observed. However, psa showed normal readings. The physician elected to replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field experience could not be reproduced in the laboratory. The device's functionality was tested and no anomalies were detected. The device met all specifications. The cause of the field anomaly is undetermined.